Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s implant felt like fire, they could feel an electric current at the implant site and the area around their ins was painful and inflamed. The patient stated the issue started last week right after they got a procedure involving cauterizing the nerve from l3-l5 on the left side of their body. The patient stated they thought the ins itself was bent by the cautery because they could see an indentation in their skin and that the skin on the ins incision scar was concaving in. The patient stated that they were able to connect with their ins with their programmer. The patient¿s healthcare provider told them that they had a ¿neuritis¿ and they just put the patient on more lyrica for their nerves. The patient stated the lyrica had helped them get a little bit of sleep because they were having trouble sleeping with the pain, they were in. The option of turning the ins off was reviewed to see if it resolved the issue and the patient noted they hadn't tried that and didn't plan to because the device was put in to help their bladder and they didn't want to be in jeopardy of not being able to empty their bladder. The patient noted their procedure doctor told them to call in. It was reviewed that cautery wouldn't be expected to bend the implant and the patient was redirected to their healthcare provider. No further complications were reported.